Event description:
Straight shots. Went into doctor's finger. Rec'd 2005.

Manufacturer narrative:
The complaint was uncomfirmed for straight shots. The device did produce malformed constructs. This was due to a combination of normal wear on a reusable device and exposure to harsh detergents when washed by user.